Event description:
Customer called to report that the immage 800 immunochemistry system generated falsely high rheumatoid factor (rf) results on four patient samples, using immage system rheumatoid factor (rf) reagent lot #m101865. Customer stated that these results were not consistent with the patients' clinical pictures, as the results exceeded the reference range of 0.0 to 20.0 international units per milliliter (iu/ml). Customer did not state harm to patients, and did not state that patient treatment was affected. The issue appears to be reagent-specific; therefore, the customer technical specialist (cts) sent customer a replacement rf reagent lot.

Manufacturer narrative:
The customer technical specialist sent customer a replacement rf reagent lot. Customer has not called back to report any further issues with the replacement lot. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).). Sent customer replacement reagent lot.